Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her son was hospitalized due to diabetic keto acidosis on unknown date. Customer¿s blood glucose level at the time of hospitalization was not known. Customer was in intensive care unit. It was unknown that customer was using auto mode or not. Customer stated that they had lost the transmitter and could not find it anywhere. The insulin pump will not be returned for analysis.